Event description:
It was reported that the patient's ipg had reached end of life and the patient lost therapy. It is unknown if the device depleted prematurely. Surgical intervention was undertaken to explant and replace the ipg. Effective therapy was established postoperatively.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg had reached end of life and the patient lost therapy. It is unknown if the device depleted prematurely. Surgical intervention was undertaken to explant and replace the ipg. Effective therapy was established postoperatively.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.